Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a routine device change out procedure. The left ventricular lead exhibited high thresholds. The lead was connected to the new device and remained implanted.